Event description:
About five weeks after implant, the patient developed a severe headache on her right side, a sporatic hemiplegic migraine. The next day, the patient went to the ER thinking she was having a stroke. The device was turned off. It was also reported that her limbs felt numb. She does not want to turn the device back on for fear of another headache. The patient outcome is unknown. Further information is being requested from the hcp.